Manufacturer narrative:
(B)(4) the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed on any potential lots of cycler sets because there were no orders of cycler sets shipped to the hospital account. As a physical evaluation nor a manufacturing records review could be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the adverse event(s) of peritonitis, which warranted hospitalization. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Individuals undergoing pd therapy (manual or cycler based) are at high risk for developing infections of the peritoneum. Limited additional information precludes an extensive and meaningful investigation. While there is currently no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse event(s). The liberty cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the patient¿s adverse event(s). Given the lack of patient information, admission diagnosis, outpatient home dialysis clinic, product/device availability for manufacturer evaluation, and the absence of detailed follow-up. There is insufficient evidence to disassociate the liberty cycler or fmc cassette from the event(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital registered nurse (rn) for a peritoneal dialysis (pd) patient contacted technical support for assistance and during the call the rn reported the patient has peritonitis. Additional details surrounding the patient¿s demographics, hospital course, and condition were requested, however, a response was not received.